Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * what was being done when the needle broke (removal from package /during passage through tissue/ during tying / post-op)? * did the needle fall into the patient? * if yes was the needle piece removed from the patient during the same procedure? * were x-rays taken to locate the needle? * was any other tissue damaged as a result of searching the needle? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2023-00496 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. One of the gyn oncologists has had some recent needles breaking. The or staff stated that both needles that broke came from the same box, so they pulled it aside not to get used again. They were able to retrieve the pieces and no adverse patient consequences were reported. Additional information was requested.